Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).

Event description:
It was reported that the pipeline was not fully opened after deployment. Several manipulations were made with the pushwire and the pipeline fully open. No patient injury reported.